Manufacturer narrative:
(B)(4). Device is a combination product.   Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00x8mm promus premier¿ stent was advanced however the shaft of the device broke inside the guide catheter. The device never came out of the guide catheter and never reached the patient. Both the device and the guide catheter were removed . A new guide catheter was placed and the procedure was completed using another of the same device. No patient complications were reported and patient's status was fine.